Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary- (B)(4): analysis could not confirm the customer comment. The battery drawer and ring cover were contaminated.

Event description:
The external pulse generator was returned for repair because it was dropped and not functioning. It subsequently tested out of specification during the manufacturer's analysis.